Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous right coronary artery that was 95% stenosed. The lesion was pre-dilatated with a 2.5x15mm non-abbott balloon. The 2.75x33mm rx xience sierra stent delivery system (sds) was then advanced but it failed to cross the lesion due to the anatomy and the proximal shaft separated in the anatomy. The sds was simply withdrawn. The procedure was stopped and finished. No other device was attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.